Manufacturer narrative:
We have not received the devices for investigation. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from both lots. Note: this is report 2 of 2 related to the first shunt used in the event. Report 1220948-2023-00188 was submitted for the first device involved in this event.

Event description:
It was reported two (2) pruitt f3-s polyurethane outlying carotid shunts had a hole in the blue balloon. It was not in direct contact with the patient. No injury was reported to the patient. Note: this is report 2 of 2 related to the first shunt used in the event. Report 1220948-2023-00188 was submitted for the first device involved in this event.